Event description:
According to the reporter: dr. (B) (6) had a hard time deflating the number 2 trocar. When removing the balloon, it separated from the trocar. No patient injury reported. No additional information available at this time.

Manufacturer narrative:
(B) (4).